Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized to have hysterotomy surgery unrelated to her diabetes. Before the surgery the patient had put their pod on manual mode and paused insulin delivery. While in the surgery the patient reported they had hypoglycemia. The patient's blood glucose levels reached below 40 mg/dl while wearing the pod between 24 and 36 hours. The patient was treated with dextrose solution for her low blood glucose levels. The patient reported after resuming treatment with the pod it proceeded to alarm every 15 minutes to confirm insulin delivery had resumed. The patient reported after treatment her blood glucose levels were 100 mg/dl. The patient replaced their pod.